Manufacturer narrative:
Interrogation of the pump determined it was used to infuse 10mg/ml for a total dose of 0.062mg/day. The pump was returned, and analysis found over infusion with an undetermined cause, corrosion and-or wear and-or lubrication, a stall due to shaft-bearing, and deformed pump tube. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer representative regarding an implantable pump. The pump was returned to the manufacturer without a complaint. It was noted the pump was explanted and replaced due to normal battery depletion. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.